Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 at 2 pm with blood glucose over 600 mg/dl. The customer's current blood glucose is 329 mg/dl. The customer experienced the symptoms related to high blood glucose such as vomiting diarrhea. The customer was treated with intravenous insulin. The troubleshooting was offered for the insulin pump, customer declined, stated that the healthcare professional just wants them to turn the insulin pump off so they can treat. The insulin pump will not be returned for analysis.